Manufacturer narrative:
A titan pump, cylinder 1 and 2, and a reservoir were received. A separation within abrasion was noted on the longer exhaust tube of the pump (note 1). This was a site of leakage. Abrasion was also noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan device was implanted on (B)(6) 2015 and revised on (B)(6) 2021 due to a break in the clear tubing.